Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of delayed activation was unconfirmed. The sr8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue of issues visualizing the needle and delayed insertion on the ultrasound screen is unconfirmed. The sr8 was tested with both a gt probe/needle and a cue probe/needle. Both calibrated properly and functioned to manufacturing specifications. The customers probe was not sent in with the unit to be tested. Reported issue the root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - having issues visualizing their needle tip on the ultrasound screen. The image appears to be delayed during insertion.